Event description:
IV potassium running per order, but this nurse noticed drip rate much faster than what was programmed on the pump. IV potassium infused in about 30 minutes despite the pump being programmed to run for at least 1 hour. Pharmacy notified, pumps/ears pulled from service. Patient asymptomatic and without any complaints.